Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that there was no stent on the balloon catheter after the stent cover was removed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no issues noted. The maximum crimped stent profile was found to be within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components, provided that the stent protector was removed correctly. The balloon body was reviewed and no issues were noted. The balloon appeared to have some positive pressure applied and a vacuum pulled. There was hardened contrast medium evident in the balloon body. There were crimp markings evident on the balloon body indicating overall crimp contact between the balloon and stent at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that there was no stent on the balloon catheter after the stent cover was removed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.